Event description:
It was reported that after a diagnostic peripheral angiogram, arteriotomy closure of a common femoral artery was attempted using a starclose se device. Reportedly, as the clip applier was being attached to the exchange sheath, the exchange sheath cutter broke off the clip applier. The exchange sheath was left in the vessel maintaining hemostasis and vessel access. Hemostasis was achieved with another clip applier. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported detachment of the exchange sheath cutter was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar detachment of device component-cutter incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.